Manufacturer narrative:
Date of event: (B)(6) 2020; date of report: (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused, or contributed to the event.

Event description:
The customer reported a touch screen malfunction. The device was reported to be in clinical use at the time the issue was discovered. There was no patient, or user harm reported.

Manufacturer narrative:
G4:23dec2020 b4:2(B)(6)2020. The customer reported a touch screen malfunction occurred during clinical use. The device was evaluated by the customer who confirmed their reported issue. The customer was provided a repair service quote by the philips technical service department. The quote was rejected by the customer. No other details were provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.